Event description:
The surgeon experienced difficulty during insertion of the screw components. Specifically, the spacer moved within the disc space during the screw prep steps leading to non-optimal screw purchase in the vertebral bodies. This resulted in a surgical delay of approx 60 minutes. The following day, the surgeon elected to perform a posterior fusion as well, to address concerns over the non-optimal anterior fixation. Surgical technique and pre-existing pt conditions were reported as being contributing factors to the event.